Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Stud that holds the bracket assembly has come, threads are worn and scissor mechanism is loose.